Event description:
The patient reported that "I went in for my second device check, they said there was a problem with one of the leads." The patient also noted feeling spasms on the right side of the stomach, and that the doctor "turned it down as low as he could." The patient also noted having vocal cord paralysis. The patient noted a lead revision was imminent. Follow-up with the physician's office did not yield any additional relevant information regarding this event. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).